Manufacturer narrative:
D10 concomitant products: pmpamp71, preamplifier pmpamp71 invos 7100, (sn: (B)(6)) pmac71rsc, sensor cable re-usable pmac71rsc invos, (lot #2021-08-11) pmsens71-a-10, adult sensor pmsens71-a invos kit, (lot #ad235202). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while cardiopulmonary resuscitation was ongoing, the monitor booted and meanwhile, applied the sensor to the forehead of the patient. After being able to see the readings on the monitor, the hcps wondered why the reading was so low (15% rso2). Immediately used another monitor which showed a reading of 48%, whereas the other monitor still showed 15%. There was no patient harm.

Manufacturer narrative:
Additional information: a4, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that low readings were observed. It was reported that the monitor was showing low readings. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.